Manufacturer narrative:
D10 concomitant product: egia60amt egia 60 artic med thick sulu (lot#: p3f0412) egia60amt egia 60 artic med thick sulu (lot#: p3f0140) sigphandle, sig power sigphandle handle (serial#: unknown) sigpshell, sig power sigpshell control shell (lot#: unknown) egia60amt egia 60 artic med thick sulu (lot#: p3f0140) egia60amt egia 60 artic med thick sulu (lot#: p3f0140) egia60amt egia 60 artic med thick sulu (lot#: p3f0412) egia60amt egia 60 artic med thick sulu (lot#: p3f0412). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when the stomach was resected into a sleeve, when inserting through a trocar and when the jaw of the cartridge was closed, there was an abnormally large gap when the jaw was closed, and it got stuck when inserting. When clamping the tissue, it was harder to clamp than usual, and it felt like the tissue was escaping. It was noted that on three cartridges, and there were no problems with cartridges from other lots. There was no patient injury.